Event description:
The customer called for help with his contour usb system. He alleged that he performed control tests prior to the call and received a result of 540 mg/dl. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.